Event description:
An endurant ii stent graft system were implanted for the endovascular treatment of a 4.7 cm diameter abdominal aortic aneurysm. The diameter of the upper proximal neck measured 21 mm. The right common iliac artery measured 10 mm in diameter and 48 mm in length. The diameter of the right internal iliac artery measured 8 mm. The left common iliac artery measured 15 mm in diameter and 57 mm in length. The diameter of the left internal iliac artery measured 14 mm. The proximal neck measured 44 mm in length. It was reported that the endurant bifurcate was implanted to follow the proximal aortic neck tortuosity, however, the stent graft did not follow the vessel shape and resulted in a proximal type I endoleak. Ballooning was done but a small amount of endoleak remained. The evar was completed and the patient was monitored. Follow up was done and confirmed that the endoleak remained. The patient will be monitored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).